Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. As received, the monitor would not power on. Upon evaluation, the +3.3 line and the u604 component were shorted on the computer / analog board. The cause of the inability to power on is the shorted components. The root cause of the shorted components cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned a monitor indicating that it would not power on.